Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that after drawing blood from central line they hear a "click" and blood splatters. No patient harm or medical intervention was reported. No further patient/event information was provided.